Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented for a device check, the patient notifier was tested. Upon testing, the patient notifier was unable to be felt by the clinician or the patient. The notifier was still unable to work with radio frequency. The patient was enrolled in merlin.net and will continue to be monitored.